Event description:
An implant card was received indicating that the patient underwent generator replacement. The lead impedance was listed as high >10,000 ohms. Additional information was received indicating that the high impedance was observed during the surgery and that due to hospital technical issues the patient underwent lead replacement approximately three weeks later. It was reported that device diagnostics with the new lead and generator were within normal limits. It was reported that the explanted devices would not be returned to manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.